Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and customer reported the door was stuck and would not open. Unit was inspected and it was confirmed the reported issue. Fse unable to open gantry door and table had to be disassembled to get the system out. Troubleshoot of the system revealed that the gears of the door winch were broken. It was also found that the belt of the tractor drive was missing teeth. Ordered and replaced parts correcting the issue. Performed system checkout per asm. The system was fully functional and had been returned to the customer. MDR codes: b01, c07, d02. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "door stuck." Test rotor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed missing teeth on the drive belt. Damaged assembly. MDR codes: b01, c07, d02. Returned date: 2025-10-08 h3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "door stuck." Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed damaged teeth on drive and center gears. The center gear shaft was bent. Damaged assembly. MDR codes: b01, c07, d02. Returned date: 2025-10-08 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6), serial/lot #: (B)(6), ubd:w2201100297 rev. K, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17, c20, d15, g04090, g04104, g04104 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192; product ID: bi71000429; product ID: bi71000085. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door was stuck and would not open. As a troubleshooting step manual opening of the door was not working. The yellow button and the emergency door opening procedure also did not work. It sounds like the door was bound. No patient was present at the time of event.